Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 450 mg/dl and 97 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter's memory. This is a final report.

Event description:
Intra-operative impedances were reading 19 ohms for the 10-11 pair; c-10 was 510 ohms and c-11 was 521 ohms. They programmed around the 10-11 bipolar configuration. This resolved the issue. The implantable neurostimulator was turned on and the patient had a therapeutic effect.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. In addition, the serilal number of the device returned and investigated is (B)(4). This section has been updated to reflect the same. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).